Event description:
The customer contacted abbott to report the inability to calibrate the axsym rubella igg assay on two attempts and observed error code 1111 (calibration check failure, mcal 1, response too large). Additionally, the customer stated master calibrator 1 rates were twice as high as reference curve. The customer reported no calibration issue with other axsym assays. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.